Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2017 the user recognized he had no hearing perception with the device for high pitch frequencies. In (B)(6) 2017 the user underwent a revision surgery for the repositioning of the electrode array. It is known that since the revision surgery are 2 electrodes are out of cochlea. Post operative in situ testing and imaging will be done. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to an active electrode migration out of cochlea. A revision surgery to reposition the electrode array was performed. During this surgery the device was most likely inadvertently damaged and it is reported that two electrodes were not inserted at this revision surgery. However, in situ measurements show three channels to be in status hi prior to the revision surgery for yet undetermined reasons. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
In (B)(6) 2017 the user recognized he had no hearing perception with the device for high pitch frequencies. In (B)(6) 2017 imaging results confirmed 9 electrodes were extracochlear. In (B)(6) 2017 the user underwent a revision surgery for the repositioning of the electrode array. It is known that since the revision surgery 2 electrodes are out of cochlea. Re-implantation is considered but no date has been scheduled.